Manufacturer narrative:
(B)(4). The covidien service engineer (se) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) to breath delivery (bd) cable. The customer reported to have replaced the gui to bd and the issue was resolved. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.